Manufacturer narrative:
(B)(4). Initial medwatch originally submitted to the FDA on 07feb2019 as submission message ID: (B)(6) but the acknowledgement failed due to an invalid code selection. The code selections have been updated and re-submitting on 19feb2019 as part of a delivery message review. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a customer complaint on 08jan2019 for forward waterjet blocked (no flow) involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). The reporter stated "a small piece of plastic broke off in port". In a follow up email from the customer on 16jan2019, we became aware that the user found the small piece of plastic broken off in the port during pre-inspection check and was unsure when the broken portion became stuck in the port. No patient involvement was reported. The colonoscope was returned to pentax medical on 09jan2019 and evaluated on 10jan2019. The service technician confirmed the customer's complaint of an accessory stuck inside the forward water jet. Other inspectional findings included: insertion tube severe discoloration at stage 1, residue on distal body, insertion tube severe discoloration at stage 2, passed wet leak test, connector root brace severe discoloration, passed dry leak test, air/ water socket cylinder o-ring chipped, bending rubber pinhole, hole in # 2 remote control button cover, control body root brace mild discoloration, hole in # 1 remote control button cover. The colonoscope was repaired and returned to the customer on 06feb2019. On (B)(4) 2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.